Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to claim intermittent vibration on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed failed the vibrator test. A manual "try it' functional test was performed and the test failed. The case was opened for further evaluation. An interior in section was performed and the inspection passed. The vibrator motor was measured for internal resistance and the resistance was out of specification. The reported event of an intermittent vibration was confirmed. The root cause was determined to be an assembly error.